Event description:
It was reported on 2024-04-15, after the medical staff opened the package, they found that the butterfly wings of the infusion steel needle were separated from the steel needle and could not be used. Successful puncture was achieved after a new set of infusion port needles were replaced. 08/13/2024- it was found during an investigation that the safety mechanism did not capture the needle tip correctly.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of broken safety mechanism is confirmed and was determined to be supplier related. One 20 ga x 0.75 in. Powerloc infusion set without y-site was returned for evaluation. An initial visual observation revealed little saline use residues throughout the returned infusion set. It was observed that the yellow portion of the safety mechanism of the winged infusion set was detached from the clear portion of the safety mechanism. The orange piece which captures the needle of the safety mechanism was missing from the device. A functional test of attempting to advance the safety mechanism over the needle tip revealed the safety mechanism did not capture the needle tip correctly. A microscopic observation revealed no obvious use residues and no obvious wear marks along the needle throughout the returned sample. The safety mechanism was observed to be disassembled. The complaint of a defective safety mechanism reveals was confirmed and determined to be related to the manufacture of the device. This complaint will be recorded for future trending and monitoring purposes.